Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, ubd: 17-sep-2019, UDI#: (B)(4), product type: extension. Product ID: 3389-28, lot# unknown, implanted: (B)(6) 2015, ubd: 17-sep-2019, UDI#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient programmer showed an out of regulation (oor) message which was confirmed by pressing the directional key on the programmer. Therapy effect was unchanged. Therapy impedance measurement showed high impedance values; impedances were between 16000 and 17000 ohms for all combinations with electrode 11 (c & 11, 8 & 11, 9 & 11, and 10 & 11). It was noted there had been no falls or any external, environmental, or patient factors that could have contributed to this issue. The issue was not resolved at the time of the report, however reprogramming was planned. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reprogramming was performed in order to avoid the oor. After reprogramming the patient's stimulation effect is good and they do not have any symptoms. The cause of the high impedance was not determined but no further action is planned.